Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the surgeon, the patient experienced an extrusion of the magnet. The device was explanted on (B)(6) 2023 under a general anaesthetic. The patient does not want to be re-implanted at this time.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 27, 2023.